Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 65 mm in diameter abdominal aortic aneurysm. It was reported that, approximately three months post index procedure, the endurant ii stent graft limb had a distal type I endoleak. The physician elected to implant an additional endurant ii stent graft extension in the iliac artery to extend the distal seal zone and the event was resolved. Per the physician, the cause of the event was due to disease progression. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.